Event description:
It was reported to depuy acromed that a titanium pedicle screw caused injury to the patient. Details of the event are unknown. The product and lot code information was not reported and the product was not returned for evaluation. No further action can be taken at this time. A root cause of the event cannot be determined. It is unclear if a revision surgery was required.